Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after the underlay implant, the patient experienced infection, adhesions, abscess, hematoma, air left mid abdomen, inflammation, wound infection, sepsis, seroma, loose plane on top of fascia, edema, cellulitis, purulent material, phlegmon cavity, and midline abdominal wound. Post-operative patient treatment included revision surgery, catheter placed, washout of wound, wound vac, removal of mesh/ sutures, abscess cavity debrided, primary abdominal closure, and incision/ drainage of wound and abscess.